Event description:
Blistering (acknowledged by manufacturer as FDA-reportable). Persistent swelling beyond expected recovery. Burning sensation and pain, worse with heat exposure. Visible scarring at multiple entry points. Skin discoloration / pigmentation changes. Loose skin and uneven cosmetic results. Sedation/drowsiness (patients reported sleeping from evening through morning). Emotional distress and loss of confidence. Manufacturer-led training with physician newly introduced to the device. Training lasted only 4 hours. Procedures performed in off-label areas (jowls, arms, upper face). Improper practices: smaller 10mm tip used on large treatment areas. Multiple entry points causing scarring. Tumescent anesthesia used without monitoring per manufacturer's training.